Event description:
It was reported that during a holmium laser enucleation of the prostate procedure for benign prostate hyperplasia, the tip of the blade broke off. The procedure was completed with an alternate device. There were no patient complications.

Manufacturer narrative:
(B)(6).